Manufacturer narrative:
D1, d2b, g4 d1, d2b, g4.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level ranged between 100-140 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.